Event description:
It was reported that the patient experienced a loss of therapeutic effect associated with the implantable neurostimulator. It was suggested that one of the leads was malfunctioning. The patient did not feel any stimulation, despite increasing the stimulation level. There was no known related incident or accident reported. It was later reported that the patient felt the stimulation sensation in the back from one of the leads, but not from the other lead. The stimulation was turned "all the way up," but the patient still had no therapeutic effect. The patient was to find a physician's office at which a meeting could be had with the manufacturer representative. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information received reported that there was no device malfunction. The patient was reprogrammed to provide better coverage in december, and left the office pleased with the results.

Manufacturer narrative:
Lead model 3487a lot# j0015995v implanted: (B)(6) 2001 explanted: na; lead model 3487a lot# j0107941v implanted: (B)(6) 2001 explanted: na; extension model 3708240 lot# nkb000798n implanted: (B)(6) 2006 explanted:na; programmer model 37742 lot# njd020841n; recharger model 37752 lot# nka018290n.